Event description:
It was reported that during a surgery when a nurse peeled the tyvek sheet, it was delaminated. Therefore, a spare was used instead.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The reported event was confirmed. The inner tyvek lid delaminated, leaving part of the lid still stuck to the blister. No issues with the packaging seal were observed. Conclusion: the inner tyvek lid delaminated, leaving part of the lid still stuck to the blister. The exact cause of the torn tyvek could not be determined. No issues with the packaging seal were observed. There is no indication at this time that the sterility of the device was compromised or that there was anything wrong with the product itself. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during a surgery when a nurse peeled the tyvek sheet, it was delaminated. Therefore, a spare was used instead.